Event description:
During a procedure, system shows a live image. Image becomes frozen during exam, and indicates x-ray until footswitch released. System was powered down to reset and clear the issue. The reported condition is consistent with a known issue referred to as fcib. No reported patient incident. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.